Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the retina specialist that the patient experienced blurred vision and floaters.

Event description:
Additional information provided by the patient that she was implanted with iols for monovision. This eye is her distance eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative from a different manufacturer reported for a patient, that 22 years following an intraocular lens (iol) implant procedure, the patient started seeing a waxy film over her vision. The patient was told by a retina specialist that her iol was subluxated and floating in the back part of her eye. The patient denies any trauma. Additional information was requested.